Event description:
Three separate anesthesiologists within 36 hrs encountered difficulties with their pts while using baxter/allegiance adult manual resuscitators. Pt #1 sustained a pneumothorax and cardiac decompensation resulting in cardiac arrest. The pt was stabilized but remains unresponsive to deep pain. The other two pts did not sustain any known injuries.